Event description:
It was reported by the customer that they were getting a heart rate anomaly on the ECG within their point and click integration. The ECG was doubling the heart rate. The customer did report there was no patient injury, adverse event, or medication prescribed as a result of this issue. The customer was educated on the conditions that trigger the anomaly, specifically the use of multiple acquisition windows and concurrent workflows. The customer was sent the firmware update as they were on the old firmware and the plug-in as well. In addition, the advisory notice related to this anomaly were also provided.

Manufacturer narrative:
It has been found that the electronic medical record (emr) system software was opening a second instance of the ECG plug-in software while there was already an instance of the ECG plug-in running in the background. Midmark was able to reproduce the issue and confirm that the doubling of the heart rate was caused by two applications of the ECG plug-in software being opened concurrently. Therefore, it was determined that the emr system opening both instances of the ECG plugin software led to the issue of the heart rate doubling on the display screen.